Event description:
The customer reported that she was unresponsive in the morning and her blood glucose dropped to 30mg/dl. The caller stated that her husband called the paramedics and treated her blood glucose. The customer stated that the insulin pump was found in "manual prime" mode. The alarm history was reviewed and found a low reservoir alarm. The customer stated that she is twenty months pregnant. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.